Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the patient was undergoing a diagnosis procedure, which was delayed and was completed after the bodyguard adjustment. The philips field service engineer (fse) inspected the system onsite and confirmed that the table was extremely slow, and the detector didn't move down. A review of system log files didn¿t confirm the reported problem. Upon functional testing, fse confirmed that the detector sensor was defective. To resolve the issue the fse replaced the detector sensor and made necessary adjustments. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's detector was not moving vertically. There was no harm reported. Philips has started an investigation of this complaint.